Event description:
Healthcare professional reported ¿disproportion of breast¿. Later healthcare professional reported "level iii capsular contracture". This record is for the left side. Device was explanted and replaced and it will not be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.